Event description:
This patient was inappropriately shocked due to a lead fracture and was brought to the emergency room. Because the crt-d was at end of life, due to the shocks, a new ICD generator was placed along with a new rv lead. This is all the available information at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.